Event description:
It was reported that this pacemaker entered safety mode. Upon interrogation of the pacemaker, the rep noticed red screen confirming the device was in safety mode. This device remains in service. No adverse patient effects were reported.